Manufacturer narrative:
Lot numbers: 17041, 2016-12-13, 2016-06-04.

Event description:
Part number - 360006. Description - hubless drain, flat 7mm x 20cm full perforated. Lot numbers - 11769, 17041, 2016-12-13, 2016-06-04. Flat drain fell apart when removing the drain while doing a breast implant. The surgeon had an x-ray done to see if the drain was still in the patients body. The x-ray did not detect any part of the drain in the patients body. Product from four different lots is being returned, as the material manager did not know what lot the drain that was used came from.